Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the customer's t:slim pump battery is not charging. Customer changes pump every 4-5 days. Reportedly, her blood glucose levels were not affected.